Manufacturer narrative:
No conclusion code available. The reported atrial bore anomaly was confirmed in the laboratory. Chlorine was detected indicating the presence of parylene contamination of the contact spring as the cause of the reported atrial bore anomaly.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead could not pass through to connect with the screw during device implant. The generator was removed and replaced. The patient was sent home with no problems.